Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. The customer reported that the insulin pump received failed battery alarm multiple times with different batteries. Troubleshooting was performed and the insulin pump did not received any alarm after inserting a new battery as the insulin pump was not turning on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, display anomaly or unexpected failed battery test alarm noted during testing. (B)(4).